Event description:
On 23-mar-2026, it was reported by a sales representative via email that an ar-7523 mini suture tape meniscus repair needle would not advance past the curve of an ar-7900 zonenavigator system handle. The issue was discovered during a meniscal repair procedure performed on (B)(6) 2026. No additional details were provided. Additional information was received on 25-mar-2026: when the ar-7900 zonenavigator system handle failed, the cannula was replaced with an ar-7905 zone navigator system cannula; however, the needle still could not be passed. Therefore, the case was completed using other product by converting to an outside-in approach. The procedure was delayed by approximately five to ten minutes as multiple methods were attempted to pass the needle through the cannula. No additional anesthesia was believed to have been administered to the patient. Additional information was received on 01-apr-2026: the patient did not experience a temporary impairment or significant increase in recovery time as a result of switching to an outside approach. An incision was already present for dealing with the hardware portion of the tibia plateau fracture.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.